Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy at 0.08680 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The physician reported via phone call that the customer was hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 46 mg/dl. The customer reported that they allege insulin pump was over delivering. The customer experienced symptoms such as near loss of consciousness, chest pain and dizziness. The customer was stopped the insulin pump and observation. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that they did not used auto mode feature. Customer run self test and test was passed. The insulin pump will be and reservoir will not be returned for analysis.